Event description:
Doctor (B)(6), reviewer/physician commentator on (B)(4) became aware of an adverse event and contacted (B)(4) north america on (B)(6) 2013 regarding an article posted by a patient who was injected with radiesse. There was no patient information provided with the initial report. Per the injector, the patient was injected on (B)(6) 2013 with 1.5 cc of radiesse to the malar prominence and lateral cheeks. She developed severe bruising and swelling and was instructed to take ibuprofen/aspirin for pain and use warm compresses. She was prescribed doxycycline 200mg qpm, antivirals (by an unnamed provider), wet to dry dressings and aquaphor. Based upon photographic evidence it appears that a vascular occlusion occurred, causing necrosis to the immediate area near the injection site left cheek. No further information was provided.

Manufacturer narrative:
The patient is receiving treatment from an unnamed physician. The status of the patient is unknown at the time of this report. The device history record for radiesse lot #100065430 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.